Event description:
It was reported that during a lobectomy, the jaw of the device was unable to reopen after the firing stroke was completed. The surgeon tried the manual release trigger without success. The knife of the instrument was unable to retrack completely inside the device shaft. A new device was opened and positioned side to side from the malfunctioning device to complete the transection and remove the defective device. The instrument did fire and all staples were formed. Delayed procedure by 15 minutes. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.